Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the pump had a partially broken reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm off no power. Customer's blood glucose was 65 mg/dl. The customer was advised to insert new aaa alkaline battery. The customer was advised to monitor pump. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was unknown mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report motor position encoder error alarm. The customer was not able to do anything with the pump due to off no power alarm and doesn't have a battery change. Customer was advised to call back when she has another battery.